Event description:
It was reported the guide stop pin was fractured off and missing during setup prior to a procedure. There was no patient involvement, no medical intervention, and no adverse consequences.